Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the response buttons were non-functional. The cause for the defective response buttons was a severed response button cable. The root cause for the severed cable could not be positively identified. No adverse event resulted from the defective response buttons.

Event description:
Monitor sn (B)(4) was returned to the distributor. The patient reported that the response buttons were non-functional.